Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with the original box, pouch and a hoop. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and the balloon was loosely wrapped. The device was returned in two pieces; the hypotube was broken 76cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies, it was considered likely that the reported difficulty was attributable to procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. An unspecified guide catheter was advanced. A 15mm x 2.50mm nc quantum apex balloon catheter was selected to dilate the lesion. Upon insertion of the balloon catheter into the guide catheter, difficulty insertion was encountered. When the device was removed, it was noted that the other half was missing. Fluoroscopy was done to locate the missing part of the balloon. It was found out that the other half of the device was inside the guide catheter. The whole system was then removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. An unspecified guide catheter was advanced. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. Upon insertion of the balloon catheter into the guide catheter, difficulty insertion was encountered. When the device was removed, it was noted that the other half was missing. Fluoroscopy was done to locate the missing part of the balloon. It was found out that the other half of the device was inside the guide catheter. The whole system was then removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. An unspecified guide catheter was advanced. A 15mm x 2.50mm nc quantum apex balloon catheter was selected to dilate the lesion. Upon insertion of the balloon catheter into the guide catheter, difficulty insertion was encountered. When the device was removed, it was noted that the other half was missing. Fluoroscopy was done to locate the missing part of the balloon. It was found out that the other half of the device was inside the guide catheter. The whole system was then removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.